Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user observed that the device incorrectly displays the ap transducer signal values with the readings deviating from the actual pressure and the display occasionally being unstable. Additionally, the device intermittently indicates that the helium cylinder is empty even though it is actually full. The device screen also turns off and on by itself, and the device occasionally reports a 'system error 3'. The cpm board and the ap transducer cable were replaced on the device. A thorough inspection and testing of the device were performed according to the manufacturer's protocol was performed. System operates as intended, all errors are resolved". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine". See associated MDR# 3010532612-2026-00648.